Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-03314-2 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to develop cough and shortness of breath. The patient was prescribed medication in response to the reported event. The reported events of cough, shortness of breath and their reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary.   The device was returned to the manufacturer's product investigation laboratory for investigation. The external investigation showed that there was an unknown contamination on the bottom enclosure. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of sound abatement foam degradation. There was also an unknown contamination in the bottom of the blower box. The manufacturer found evidence of sound abatement foam degradation. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed zero instances of errors on the device. The manufacturer concludes that there was evidence of sound abatement foam degradation, unknown contamination on the bottom enclosure and bottom of the blower box. The manufacturer confirmed there was evidence of sound abatement foam degradation.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section b4 and h4 had missing information which is updated in this report. Section h6 has been updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough and shortness of breath. The patient was prescribed medication in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.